Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause for failure was isolated to an internally shorted 12v pcb line on the ca board. The root cause of the shorted pcb cannot be positively identified. No adverse event resulted from the damaged monitor.